Event description:
Cardiac cath lab-when performing a routine angioplasty, a terumo wire and promus stent balloon catheter were being used. When inserting, it met resistance. The stent balloon was removed - the distal portion of stent balloon separated and remained in the wire. The terumo wire and promus stent were removed. A different stent was used on the pt and the procedure was completed. All lot# removed from service and reported to company.